Event description:
It was reported that during engineering evaluation, it was observed the attachment device failed the temperature assessment at elbow and the base of the device. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed the temperature assessment at the elbow and the base of the device. It was determined that this was due to a worn-out gearbox. The assignable root cause was determined to be due to worn components from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.